Manufacturer narrative:
The lab report has been provided. Through follow-up communication livanova deutschland learned that the device was cleaned accordingly to the instruction for use and that it was placed outside the operating theatre. The device has been removed from service.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. (Heater-cooler special) the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a vigilance report of (B)(6), regarding a heater-cooler system 3t found contaminated with acid-fast bacilli when checking for mycobacteria in the process water of the device. In the report is stated that the customer already fulfilled all manufacturer requirements and that the device stood / stands outside the operating room. The hospital performed a laboratory test, which confirms the contamination with acid-fast bacilli, whereas the report has not been provided to livanova deutschland. There is no known patient involvement.